Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, since the subject device was not returned for an evaluation, the cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿if any parts of the endoscope fall off inside the patient body due to equipment damage or failure, stop using the endoscope immediately and retrieve the parts in an appropriate way.¿ this supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not been returned to olympus at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus on behalf of the customer that a part of the curved rubber from the endoeye flex deflectable videoscope fell off into the patient's abdominal cavity during a laparoscopic colectomy. The physician recovered a sloughed piece, but since it did not match the rubber piece, it was possible that some of the fallen rubber remained in the abdominal cavity. It was unknown when the problem occurred. The procedure was completed using a similar device without any additional intervention or extension. The patient was reportedly unaffected from the event.